Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had iop test failure at 10:01 am. The customer¿s blood glucose level was unknown. The customer assisted performing self-test and test passed. Troubleshooting was performed for error alarm. Advised the pump will need to be replaced. Advised customer refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was tested with no iop test failure alarm noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.